Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 02, 2020 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was not recognized by the laser unit. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.